Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose and blank display. The customer¿s blood glucose was 585 mg/dl at the time of the incident. Patient's current bg: 98 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The customer reported recurring blank display and weak battery. The customer was assisted with troubleshooting and the display did not return. The pump will not be returned for analysis.